Manufacturer narrative:
U.s reporting agent notified on: (B)(6) 2015. Mfg site eval: eval is incomplete; eval on-going.

Event description:
Country of complaint: (B)(6). During use, the clips were piling up. The first clip was successfully placed and the remaining clips then piled up. The clips fell into the pt. A new magazine was used and the same thing occurred. Surgical delay less than 10 minutes. No harm came to the pt. Another instrument of the same type was opened and used to complete the procedure. Additional components of device: pl510r/ handle f/pl506r and pl508r. Product date: march 2013.

Manufacturer narrative:
Manufacturing site evaluation: we received a disinfected challenger shaft with handle. The affected magazine was not provided for investigation (pm986p). No failure could be found. Microscopic investigation of the jaw showed no abnormalities. Jaw is parallel and not bent. No damages could be found. Measurement of the jaw wideness: 6.9 mm (tolerance 7 -0.1 -0.3 mm). Four magazines (pl579t) were used to check the functionality of the instrument. No deviations were found. Instrument worked properly. No piling up happened. Based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to the magazine used in the hospital. Corrective/preventive action: na.